Event description:
Same case as #6000093-2005-00878. It was reported that approximately 7 months after a drug eluting stenting treatment procedure the patient experienced a stent thrombosis (st), myocardial infarction (mi), and a target vessel reintervention (tvr). Target lesion 1 was located in the mid right coronary artery (rca) with 99% stenosis and was 30mm long with a reference vessel diameter of 2.75mm. The physician treated the lesion with predilatation and successful placing overlapping 2.75x28mm and 2.75x12mm taxus express2 8.8% drug eluting stents, with 0% residual stenosis of the stented segment. Per catheterization report the procedure was performed after augmentation with heparin but without the use of reopro due to the patient's history of cerebral aneurysm. The patient was discharged 3 days after the procedure on aspirin and plavix therapy. Approximately 7 months after procedure, the patient presented to a non-enrolling hospital with complaint of recurrent substernal chest pain radiating to the back, neck, and jaw and associated with shortness of breath. ECG showed mild st segment elevation in the inferior leads with st segment depression. Due to the patient's history of cerebral aneurysm, lytic therapy was not administered. The patient developed cardiogenic shock following treatment with aspirin, nitroglycerin, lopressor, and lovenox so they were started on a dopamine hydrochloride drip and transferred emergently to the study site for cardiac catheterization, possible intervention, and further management. Right coronary angiography revealed thrombotic occlusion of the two previously placed overlapping rca stents after the mid ac marginal branch. In the opinion of the physician the relationship of the st to the taxus stent is probable. The patient also experienced a mi as evidenced by elevated cardiac enzymes. In the opinion of physician th relationship the relationship of the mi to the taxus stent is probable, and the relationshipto target vessel is probable. Immediately following diagnostic coronary angiography, the patient underwent pci of the rca with balloon angioplasty and placement of two overlapping 2.5x23mm cypher stents which entirely covered the previously stented mid rca segment. Final angiography showed no residual stenosis, no evidence of dissection, and timi grade iii flow distally. The patient experienced bradycardia during the procedure which was treated with atropine sulfate; dopamine hydrochloride was also continued for hypotension along with IV fluid replacement. At the conclusion of the procedure, and iabp was placed to assist ventricular recovery from cardiogenic shock. The patient was treated briefly with IV antibiotics for a fever which developed after transfer from the coronary care unit to the medical floor. The patient was discharged 4 days later, with recommendation to continue plavix therapy for at least a year and aspirin indefinitely. In the opinion of the physician the relationship of the tvr to the taxus stent is probable.